Event description:
Customer reported on (B)(6) 2015, a patient with a history of anti-kell that failed to react with 0.8% selectogen lot vs812 when tested in manual gel using a 20 min incubation time. Account performed panel and anti-kell was clearly identified - 1+ reactivity. Because patient was tested last month with prior lot of 0.8% selectogen and they saw 1+ reactivity - they retested with the prior lot and sample reacted 1+ with kell positive cells. Lot vs812 was put into use on (B)(6) 2015. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. Prior to calling, account tried extending the incubation time for the screen to 30 minutes; reactivity was still negative.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).